Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of driveline confirmed cosmetic damage. A specific cause for this damage could not conclusively be determined through this evaluation. Additionally, evaluation of the submitted log files confirmed pump stop events. Based on previous complaint experience, the pump stop events observed in the submitted log file are consistent with an issue with the driveline; however, a specific cause could not conclusively be determined through this evaluation. A distal end driveline repair was requested and performed on (B)(6) 2021. Approximately 17.5¿ of the distal end of the driveline was returned. The pins of the controller connector appeared unremarkable. Rescue tape was present 0.5-5¿ and 8-10¿ from the controller connector. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Tears and bunching of the silicone layer were observed in multiple areas 2.5-8¿ from the controller connector. The bionate layer was discolored but otherwise unremarkable. There was moderate to severe breakdown in the metal braided shield throughout the driveline. The layers were carefully removed to evaluate the underlying wires, and microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021, per the timestamps. The log file recorded the driveline repair on (B)(6) 2021 as well as pump stops on (B)(6) 2021 at 03:35:36 and on (B)(6) 2021 at 02:28:00 and 02:29:15. The pump remained at or above the low speed limit for the remaining duration of the log file. The patient was operating on a grounded power source during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue, resulting from a short to shield. During the abnormal pump operation, the log file recorded low speed advisory and hazard alarms, and low flow alarms, which appeared to be associated with the suspected driveline issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 entitled caring for the equipment¿ outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient requested a driveline repair. There were no issues with the pump and the patient used the mobile power unit (mpu) while at home. The cosmetic repair was scheduled for (B)(6) 2021. Upon visual inspection, during repair, it was noted that there was extensive rescue tape covering two-thirds of the driveline. The driveline was opened approximately 5 inches from the exit site. The shielding was completely worn away in some areas indicating the potential discontinuity of the ground. The wires were spliced, beginning with green, brown ,and orange. The patient was changed over to a new driveline without any issues to the patient or equipment. The yellow, black, and red wires were spliced. The area was closed per procedure and patient was provided with care instructions. The log file captured a driveline fault and pump stop event on 15nov2021 between 16:25-16:27 and it appeared to be during the time the driveline repair took place. There were additional pump stops noted after the repair on 16nov2021 at 03:35 and 17nov2021 at 02:27-02:29 while connected to a grounded patient cable with the power module and the mobile power unit. It appeared that the patient developed a short to shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.